Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for a scheduled lead revision due to a previously noted noise issue. It is unknown if the patient was symptomatic. A remote transmission was recovered and noted that the first noise reversion episode occurred on (B)(6) 2016 and noted that the noise had resulted in inhibition of rv pacing support. The lead measurements had been stable and in-range despite the noted noise issues. The lead was capped and replaced on (B)(6) 2016 without any issue and the procedure was concluded successfully. The patient was stable before, during and after the procedure and will continue to be monitored.